Event description:
The customer reported that it takes multiple pushers of the shock button to get the unit to shock.

Manufacturer narrative:
(B)(4): the customer reported that it takes multiple pushes of the shock button to get the unit to shock. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.